Event description:
It was reported that the patient passed away on (B)(6) 2022 due to unknown reasons. It was noted that the pump was working as expected during the entire time of support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6b: explant date was inadvertently added in initial report and there was no report that the product was explanted. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2022 and expired on (B)(6) 2022. The hospital denied requests for additional information due to patient privacy laws. (B)(6) was not explanted for evaluation. The outcome was not considered to be device related, and it was reported that the device was working as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.